Manufacturer narrative:
Serial number correction: tmb01 should be tpa03. After further investigation it was noted that this event had been previously reported (reference 2937094-2014-03000) on (B)(4) 2014.

Event description:
It was reported that during a procedure, an error indicative of a systems issue occurred and the surgeon noticed a burning smell. It was reported that the surgeon determined that the procedure was almost complete and stopped the procedure. Additional information was not provided. No injury to end user and/or patient reported.